Manufacturer narrative:
A supplemental MDR is being submitted for completion to the engineering evaluation. The following sections of this report have been added: b4, g3, g6, h2, h6, h11. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. No imagery was provided. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The certitude with s3 IFU was reviewed. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaint for 'difficulty or inability to cross native annulus and/or bioprosthesis' was unable to be confirmed as no applicable imagery or device returned for evaluation. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. In this case, the patient presented with moderate to severe calcification of the aortic valve. Patient factors as such can create restricted anatomical regions that hinder the passage of the delivery system, making tracking and crossing more challenging. As such, available information suggests that patient factors (calcification) may have contributed to the complaint event. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation for this report is ongoing.

Event description:
As reported by our edwards lifesciences japan associate, during a transapical tavr procedure, valve crossing inability and chordae tendineae injury with a mild increase in mitral regurgitation (mr) were observed. A certitude sheath was placed via the fifth intercostal approach according to the procedural manual. Balloon aortic valvuloplasty (bav) was initially skipped as planned. However, upon advancing a certitude delivery system with a 23 mm crimped sapien 3 valve, the valve could not cross the native aortic valve, and flexion of the delivery system was observed. After retracting the delivery system close to the sheath once, another attempt was made to cross the valve, but it remained unsuccessful. Therefore, a decision was made to perform a pre-dilation. The first delivery system was removed, and bav was performed using a 20 mm edwards balloon. The second delivery system and valve successfully crossed the native aortic valve without issue, and the 23 mm sapien 3 valve was deployed with -2 ml than nominal volume. Following valve deployment, transesophageal echocardiogram revealed partial chordae tendineae injury and a mild increase in mr. A transcatheter intervention was planned for the mitral regurgitation in the future. Per the physician, it seemed likely that the chordae tendineae were injured during the manipulation of the first device. However, additional information received that there were no findings suggesting entanglement between the first device and the chordae tendineae. The first device crossing inability was likely caused by the combination of aortic valve calcification and the device angle. There was moderate to severe calcification of aortic valve. The guidewire path did not change after removing the first device as there were no issues with the guidewire path. Mild mr pre-procedure worsened to nearly moderate post-procedure. Ultimately, no additional intervention was required, and the patient was discharged.